Manufacturer narrative:
Based on the completed investigation, a damaged objective lens was the likely cause of the missing image and white screen. However, the root cause of the reported malfunctions could not be definitively determined. If any additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the device¿s field performance.

Event description:
During the device evaluation, the gastrointestinal videoscope produced no image and displayed a white screen. There was no patient involved.